Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/21/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot number, am7716 and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "the needle crumples a lot" please clarify, do you mean the needle bends during surgery? Was there any patient consequence or injury? What is the condition of the patient? Procedure name and date? What is the product code? What is the lot number?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the thread broke from the needle in the middle of the surgery. The surgeon opined that the needle crumples a lot at the time of surgery, it is straight in the middle of the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? ¿ yes. Was there any patient consequence or injury? ¿ no. What is the condition of the patient? ¿ there was no damage. Procedure name and date? ¿ extraction. What is the product code? ¿ d2764t. What is the lot number? ¿ am7716. The following information was requested but unavailable: event date? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.